Event description:
The manufacturer received a complaint of a ¿vent inoperative¿ alarm. Evaluation confirmed the complaint. The device was not reported to be in patient use at the time of the event, and no patient involvement or harm was reported. The device was removed from service for evaluation. The device was returned for service, and the customer¿s complaint was confirmed. Investigation determined that replacement of the machine flow sensor and system pca was required to address the vent inoperative condition. Following component replacement, the device underwent final verification testing and passed all tests.